Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow-up. The remaining longevity decreased seven years between one and half year follow-ups, power consumption of 177%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The patient experienced anxiety as a result, no medication required, and is being remotely monitored. Device replacement was recommended. This device was already replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Initial report: additional information was requested. The investigation will be updated should further information be provided. Supplemental report: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow-up. The remaining longevity decreased seven years between one and half year follow-ups, power consumption of 177%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The patient experienced anxiety as a result, no medication required, and is being remotely monitored. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.